Event description:
It was reported that a revision was performed due to a tibial base fracture.

Manufacturer narrative:
.

Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection of the returned devices shows the tibial base is broken into several pieces. The insert resembles typical explanted device. A review of the complaint history shows no prior complaints for the listed part. A lab analysis was complete on the devices with the following results: the tibial base was fractured into multiple pieces and bone cement was attached to the inferior surface. Examination of the fracture surface revealed that fatigue was the fracture mechanism due to the presence of fatigue striations. The insert articulating and inferior surfaces had signs of burnishing and abrasive wear. This is due to articulation of the metal femoral component against the polyethylene insert before and after the base plate fracture. The abrasive wear was potentially due to the presence of third body particles such as bone and bone-cement that would have been generated after fracture of the tibial tray. No material or manufacturing deviations were observed as a part of this investigation. The cause of the journey uni tibial base fracture was potentially due to fatigue loading in excess of the strength of the tray. The fracture likely originated on the middle of the tray at the edge where the cement groove and pad meet. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.